Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix kugel device. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2013: the patient underwent surgery for the removal of hernia mesh and to implant an unspecified bard/davol composix kugel. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex (device #1) used to treat the patient. The patient's attorney alleges injuries; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2012) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). (B)(6) 2013: the patient underwent surgery for the removal of hernia mesh and to implant an unspecified bard/davol composix kugel. The patient is only making a claim for an adverse patient outcome against the ventralex (device #1). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿the hernia defect was identified and reduced. A ventralex mesh (device #1) was placed using prolene sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with excision of ventralex mesh (device #1) and implant of composix kugel (device #2). Per operative notes, ¿the hernia sac was identified, dissected freed and excised. The waded up previous mesh (device #1) was identified and removed. A composix kugel (device #2) was placed using prolene sutures.¿